Event description:
In outpatient surgery, an ivpb of ancef was started for the pt, using b-braun "secondary IV or transfer set". Lot number 0060985673, exp 02/13. The rn starting the pre-op IV opened the roller clamp, and checked the drip chamber to make sure the IV was started, and saw black 'specks' in the drip chamber. The clamp was immediately closed and the entire IV set was changed, and new medication was mixed and started. Estimated "3 drops" was administered to the pt. The nature of the specks are unk, however, they are large, visible specks lining the inner drip chamber and down into the tubing itself. An inspection of the IV bag revealed no signs of contamination from the bag itself or from drug. Another secondary IV set was pulled, inspected and used. The rn noted that it was from the same lot, and no specks were detected before use. Nor did any develop during use. Dates of use: 2009. Diagnosis: for administration of pre-op medication.